Event description:
It was reported that the customer experienced a blood glucose (bg) level of 409 - 411 mg/dl and a high ketone level identified as dangerous by healthcare provider. The cause of elevated bg was due the customer's settings requiring adjustments. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released on (B)(6) 2025 with the issue resolved and no permanent damage. Customer updated their pump settings to address the event.